Event description:
It was reported that: "this was the case of brain avm where the feeders of nidus was from distal m3 branches. Physician decided to treat this avm with glue embolization. With standard interventional techniques physician placed guiding catheter upto petrous segment of ica. He then prepared magic 1. 2fm. He flushed catheter with 3 cc syringe. He hydrated hybrid 007d for 3 min and introduced into guiding catheter. He tracked catheter and wire upto feeding point of nidus upto desired position to inject glue. While taking super selective angio from magic surgeon observed dye in leaking in between miicrocatheter and relised magic is damaged in between. So, he took out entire assembly (magic & hybrid). Then he took another magic 1.2fm, flushed it with 3 cc syringe and tracked till nidus. While taking out hybrid 007d physician observed resistance &. He observed that wire is not coming out of the catheter. He then taken out magic & hybrid together out of body. After taking out of body he observed contraction in microcatheter then physician decided to take another magic 1.5f with hybrid 008d. Flushed magic with 3 cc syringe. Hydrated hybrid 008d for 3 min. He then tracked agin till nidus. While pulling back wire he again observed resistance 7 found wire is stuck and not coming out of catheter. So he decided to abandoned case and taken out all assembly from body. There was no patient injury or any harm." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4) further analysis pending final investigation results from legal manufacture balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference #(B)(4) the product analysis was completed by manufacturer balt extrusion. Summary as follows: we received 3 magic grouped together in opened pouch. 2 magic 1,2fm and 1 magic 1,5f. Visual aspect: magic 1,2fm with rupture. Product used, presence of a lot of crystallized residue into the tube; presence of a burst on the white tube; no swelling before or after the burst; test to flush: impossible to flush with air or water. The magic is obtured; the affected device was returned & was inspected in our quality laboratory. During our analysis, we observed the following points: presence of crystallized residue into the tube, presence of bubble shape on supple white tube, no swelling before or after the burst. Additional analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations (lot history record, quality controls, etc.) Have been conducted. Moreover, during the manufacturing process, several tests are performed: the magic tubes integrity is 100% controlled by visual inspection. A calibrated gauge is used to control the microcatheters lumen. All tubes are flushed during the manufacturing process. The microcatheters magic are 100% controlled with a 7 bars pressure test and 2 samplings are tested till bursting. A protective mandrel is inserted inside the microcatheter's lumen before its insertion within a protective dispenser. Based on the above data, we could could link the issue with an overpressure during the injection of the dye. As indicated on the label and in the instructions for use (IFU): "never surpass the maximum working pressure of use of 7 bars/100 psi as indicated on the label.[...] At the slightest resistance during injection, immediately stop the injection and pull out the microcatheter". The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "this was the case of brain avm where the feeders of nidus was from distal m3 branches. Physician decided to treat this avm with glue embolization. With standard interventional techniques physician placed guiding catheter upto petrous segment of ica. He then prepared magic 1. 2fm.he flushed catheter with 3 cc syringe. He hydrated hybrid 007d for 3 min and intoduced into guiding catheter. He tracked catheter and wire upto feeding point of nidus upto desired position to inject glue. While taking super selective angio from magic surgeon observed dye in leaking in between miicrocatheter and relised magic is damaged in between. So, he took out entire assembly (magic & hybrid). Then he took another magic 1.2fm, flushed it with 3 cc syringe and tracked till nidus. While taking out hybrid 007d physician observed resistance &. He observed that wire is not coming out of the catheter. He then taken out magic & hybrid together out of body. After taking out of body he observed contraction in microcatheter then physician decided to take another magic 1.5f with hybrid 008d. Flushed magic with 3 cc syringe. Hydrated hybrid 008d for 3 min. He then tracked agin till nidus. While pulling back wire he again observed resistance 7 found wire is stuck and not coming out of cathetr. So he decided to abandoned case and taken out all assembly from body. There was no patient injury or any harm." Incident report form submitted for this complaint indicates that no patient injury was sustained.